Event description:
Reporter noted surgeon was having problems with too much I/a suction. There were several instances of chamber collapse the previous week when going from phaco to I/a. Some pts required anterior vitrectomies.